Event description:
Pt was on a pb mallinkrodt 760 ventilator. The ventilator began alarming "low flow"; staff changed the filter and cleaned the filter. The ventilator alarm continued to go off. The ventilator was changed out with another. Engineering performed est and could not duplicate the problem - believed most likely cause of alarming was a circuit leak.